Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was admitted to emergency room for syncope and fainting due to loss of pacing on the right ventricular lead which resulted in a hematoma to the head from the fall. Diagnostic imaging was performed and a lead issue could not be visually confirmed. The lead was capped and a new lead was implanted to resolve the issue. No intervention was required to resolve the hematoma. The patient was in stable condition.